Manufacturer narrative:
The complaint event indicated that ¿after t1 was deployed, t2 could not be deployed¿. The blue split cannula was not returned. The depth limiter was not returned. T1, t2 and suture were returned. T2 and balance of suture were received within the delivery needle track. This is a manually cycled device. The anchors are manually advanced and then released by manual stripping off of the needle tip one at a time. There would be no "deployment". T2 was received situated for manual stripping off. A gentle tug of the suture successfully stripped off t2. Non-deployment could not be confirmed. There is no manufacturing cause related to support this complaint.

Event description:
It was reported that during a surgery a meniscal repair procedure, after t1 was deployed, t2 could not be deployed. Finally a backup device was used to complete the surgery. No significant delay or patient injury reported.